Manufacturer narrative:
The insulin pump received with no button response due to flattened button dome switch; also, unable to perform functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, a21 test and all operating current test due to no button response. The insulin pump had minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report a keypad anomaly. The customer's reading was 500 mg/dl. The customer treated with a back-up plan. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.